Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm and iliac artery aneurysm using the gore excluder conformable aaa endoprosthesis, the gore excluder aaa endoprostheses, the gore excluder iliac branch endoprosthesis, and the gore viabahn vbx balloon expandable endoprostheses. The physician used vbx as an alternative to an internal iliac component. After deployment of the iliac branch component (ibc), the physician was unaware that the guidewire had passed outside the ibc while attempting to cannulate the right internal iliac artery. As a result, the vbx was unintentionally deployed outside the internal iliac gate. An additional vbx was placed aligned with the proximal end of the ibc while still passing outside the ibc, and a kissing balloon technique was performed. Final angiography showed reduced blood flow in the right internal iliac artery, but no further intervention was performed. The patient tolerated the procedure and was placed under observation.